Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Flow bubble sensor and/or cable not functioning. Rental unit. Please replace asap. No harm to any person has been reported. The serial and catalog number of the affected cardiohelp were not yet reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the flow bubble sensor did not show flow readings. The failure occurred during priming. The device caused the complaint and was not able to work as per factory¿s specifications. A getinge field service technician (fst) was sent for investigation and repair on 2022-11-08. The fst confirmed that the flow bubble sensor was defect. A new flow/bubble sensor was send to the customer. The unit was returned to service. The log files were not provided. The customer discarded the defective flow bubble sensor and there were no visible damage of the sensor or it's cable, therefore no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor); - environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage); - sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. Moreover, in the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor it is stated that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The device was manufactured on 2022-08-01. The device history record (DHR) of the cardiohelp was reviewed on 2022-11-17. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "flow bubble sensor did not show flow readings" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if any new relevant information will be received the complaint will be reevaluated.

Event description:
It was reported that the flow bubble sensor did not show flow readings. The failure occurred during priming. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2022-11-08. The fst confirmed that the flow bubble sensor was defect. A replacement flow bubble sensor was sent to the customer. The unit was returned to service. The device was manufactured on 2022-08-01. The device history record (DHR) of the cardiohelp was reviewed on 2022-11-17. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer reported that the flow bubble sensor was giving false readings. No harm to any person has been reported. Complaint ID (B)(4).